Manufacturer narrative:
Invacare has recently just become aware of an incident that had occurred in 2009. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The age of the device is unknown. The maintenance history of the device is unknown. The device was reportedly used for approximately 3-5 years. At the time of this report, no further information has been received. The device reported to have caused or contributed to this incident is unspecified and unknown at this time and the information received of the device in question did not clarify if the device was a manual or power wheelchair. This event is being reported as a serious injury since the incident reasonably suggests medical intervention was sought however no further detail was provided. Please note that any further information received will be reported in a supplement report.

Event description:
A report has been received and states the plaintiff was the caregiver for a young girl. When pushing her in the wheelchair, the wheel allegedly came off. Plaintiff did not want the girl to fall out of the chair so she held the chair up until someone could come and help them and resulted in unspecified injuries. The incident took place outdoors in the evening sometime in (B)(6).